Event description:
Per the repair center: alleged low o2/yellow light and key failure was that the zip ties were replaced. Additional malfunctions are the inlet filter was dirty and the hose clamps for the manifold were replaced.